Manufacturer narrative:
(B)(4).

Event description:
It was reported that formation of bubbles during a test with the 2ml syringe then with the 20 ml. A crack was noticed along the screw thread of the venous branch. It was impossible to dialyze the patient with a defective catheter although it had only been inserted on (B)(6) 2015 by dr (B)(6). Dr (B)(6) was called on the phone to replace the device with a new kit. The branches of the catheter were replaced with a new kit. It was noticed that the disinfection was still being completed with alcoholic chlorhexidine whereas it's completed with biseptine in (B)(6).

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported event was confirmed through examination of a returned product sample. The customer provided one hemodialysis connector assembly. No tego caps were returned. The assembly appeared used but typical. The catheter was cut off immediately below the juncture hub. No obvious cracks were observed on either luer hub. The entire assembly was microscopically examined and cracks were found in both luer hubs. Functional testing was performed by manually injecting water with a lab syringe with the clamps closed. Water leaked from the cracks in each hub. A device history record review was performed on the connector assembly with no relevant findings. The provided instructions state to avoid excessive use of alcohol based solutions and ointments containing peg for catheter cleaning and states the solution should be completely dry before applying an occlusive dressing to mitigate the risk of connector failure. Since it was reported that the customer was using an alcohol based disinfectant, it is probable that operational context caused or contributed to the cracked luer hubs. No further actions will be taken.